Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. A customer received unspecified higher scan results in comparison unspecified readings on a competitor brand meter. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The customer did not report any symptoms, adjusted and took insulin (type/dose unspecified). Eventually, the customer stopped insulin over a period of time because of the low readings. The customer was eating sugar and drinking soda throughout the time the adc device was indicating low glucose and it was noted that the issue was more constant with this sensor. No third-party treatment was provided. There was no report of death or permanent impairment associated with this event. Reportedly, a scan results of 67 mg/dl and 61 mg/dl on the adc device compared to glucose readings of 282 mg/dl and 282 mg/dl obtained on a competitor brand meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 14 days. However, it is unknown when these readings were obtained in relation to the reported medical event.